Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while removing the eccentric tip syringe with bd precisionglide¿ needle product from the box prior to use. The nurse was injured by the protruding needle through the packaging which was missing the needle shield. No serious injury or medical intervention noted.

Manufacturer narrative:
Two photos and a sample were returned for inspection. Bd inspected the returned unit and confirmed the reported observation of a missing needle shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot# 7268311. On the primary packaging machine for this product line, there is a vision system to detect and reject parts with missing needle shield. If a part were to be rejected, a production technician would then manually remove and replace the part from the blister packaging. It is possible that in this case the production technician may have failed to remove the non-conformance sample when this product was initially rejected.